Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2007, the patient reported, that her infusion device was beeping continuously and 3.00 and 77 were displayed on the screen of the infusion device. She stated, that she was aware of the recall and she thought she was using a corrected power pack. Upon review of the power pack, lot number was discovered that the patient was using a recalled power pack and it had been in use since the previous month. The patient was at work and did not have a replacement power pack with her. She stated, she would change the power pack when she returned home. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.